Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation of device") and uterine haemorrhage ("uterine menstrual hemorrhaging") in a (B)(6) female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed there was leakage". The patient's concurrent conditions included overweight. Concomitant products included nsaid's and paracetamol (acetaminophen) for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2012, 7 months 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy with bilateral tubal fulguration). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff reported a tubal ligation as alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. On (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was unsuccessfully occluded and there was leakage. On (B)(6) 2012, hysterosalpingogram should unilateral occlusion (left tube occluded) ((B)(6) 2012). Right fallopian tube appears to have some patency. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), perforation fallopian tube, weight gain. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation of device") and uterine haemorrhage ("uterine menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed there was leakage". The patient's concurrent conditions included overweight, cramp in lower abdomen and dysmenorrhea. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), depression ("psychological or psychiatric disorder: depression") and anxiety ("mental anguish"). On (B)(6)2012, 7 months 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (laparoscopy with bilateral tubal fulguration) and surgery (laparoscopy with bilateral tubal fulguration). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff reported a tubal ligation as alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6)2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was unsuccessfully occluded and there was leakage. On (B)(6)2012, hysterosalpingogram should unilateral occlusion (left tube occluded) (B)(6)2012). Right fallopian tube appears to have some patency quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: depression, anxiety. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), fallopian tube perforation ('perforation fallopian tube/ perforation (fallopian tube(s)).') And uterine perforation ('perforation of device') in a 33-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed there was leakage". The patient's medical history included hypothyroidism. Current weight 153 lbs. Previously administered products included for an unreported indication: depo provera and aviane. Concurrent conditions included overweight, cramp in lower abdomen and dysmenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (aviane), levothyroxine and sertraline. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 9 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric disorder: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain and uterine haemorrhage ("uterine menstrual hemorrhaging"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy with bilateral tubal fulguration). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine haemorrhage, weight increased, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff reported a tubal ligation as alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : events outcome updated. Reporter added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation of device") and uterine haemorrhage ("uterine menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed there was leakage". The patient's concurrent conditions included overweight, cramp in lower abdomen and dysmenorrhea. Concomitant products included nsaid's and paracetamol (acetaminophen) for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2012, 7 months 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy with bilateral tubal fulguration) and surgery (laparoscopy with bilateral tubal fulguration). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine haemorrhage, vaginal haemorrhage, menorrhagia and weight increased outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff reported a tubal ligation as alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was unsuccessfully occluded and there was leakage. On (B)(6) 2012, hysterosalpingogram should unilateral occlusion (left tube occluded) ((B)(6) 2012). Right fallopian tube appears to have some patency . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), fallopian tube perforation ('perforation fallopian tube/ perforation (fallopian tube(s)).') And uterine perforation ('perforation of device') in a 33-year-old female patient who had essure (batch no. 927075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg test confirmed there was leakage". The patient's medical history included hypothyroidism. Current weight 153 lbs. Previously administered products included for an unreported indication: depo provera and aviane. Concurrent conditions included overweight, cramp in lower abdomen and dysmenorrhea. Concomitant products included ethinylestradiol;levonorgestrel (aviane), levothyroxine and sertraline. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 9 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric disorder: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain and uterine haemorrhage ("uterine menstrual hemorrhaging"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopy with bilateral tubal fulguration). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, uterine haemorrhage, weight increased, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menorrhagia, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff reported a tubal ligation as alternative contraceptive method. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Lot number: 927075 manufacture date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.